Event description:
It was reported that the pump battery could not be charged with a non-tandem usb cable and wall adapter resulting in the pump shutting off. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. At the time of the reported event, customer had not yet done anything to address the high bg. The pump successfully began charging after leaving the pump plugged into the power source. Reportedly, the customer declined further troubleshooting with tandem technical support; therefore, no additional information was able to be obtained.